Manufacturer narrative:
One truepass suture passer w/ self-capture feature was returned for evaluation. Visual assessment found nothing broken or bent. Functional testing of the device was performed with the use of a truepass needle and ultrabraid suture. The suture was passed 5 times and the self-capture feature held the suture as intended each time. Reported issue could not be confirmed. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during rotator cuff procedure, the upper jaw would not hold suture once captured. There was no damage was noted to the jaw, or other part of the device. The device had been used previously without issue. The procedure was able to be completed with a competitor's device arthrex scorpion. The patient was reported to be fine. There was a 10 minute delay in the procedure.